Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a "red hazard/pump off" alarm when he was connected to the power module/system monitor in clinic. The pt reported that he has remained on batteries for greater than 1 month, because when he connects to his power module his "pump clicks and he doesn't feel well". The pt reported unspecified symptoms. The vad coordinator was able to recreate the event on the power module. The pt was sent home on batteries and an ungrounded pt cable was shipped to the pt.

Manufacturer narrative:
The report of a red heart alarms and a pump stop event can be confirmed based on the evaluation of (B)(4). The pump returned with the percutaneous lead cut approximately 2 inches from the pump housing and the severed portion of the lead did not return. Electrical continuity testing of the returned lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of the green wire adjacent to the nipple of the pump housing. The conductors of this wire were exposed. Examination of the remaining wires in these areas revealed marks consistent with abrasion. The disruption of the green wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruption in the insulation of the green wire would have interrupted function as a result of the exposed conductors of potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stop events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of a red heart alarm and a pump stop event was confirmed based on the submitted log file; however, a specific cause for the event could not be conclusively determined. As a result of the pump not being returned, a full evaluation could not be conducted and a root cause for the events could not be conclusively determined. The patient remains ongoing on vad support using the ungrounded cable, and remains on the transplant list. No further interventions were planned at the time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2015. It was reported that the patient had been bumped up to status 1a last fall due to suspected internal driveline damage and had been living at home on an ungrounded cable.